Manufacturer narrative:
Very limited information was received. The coil and the sl-10 microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As reported the coil was implanted and not returned. Located off the proximal are kinks on the core wire located at 10.0, 44.0, and 96.0 all in centimeters. Located at the distal tip of the skive the core wire protrudes outside the sheath. The circumstances of how and when the above unreported damage occurred cannot be determined. The coil was found to have been mechanically detached. No manufacturing defects were found. The complaint of the coil unraveling or stretching cannot be confirmed as the coil was not returned for inspection and no photographic evidence was received. The complaint of the coils protrusion into the parent vessel cannot be confirmed as no photographic evidence was returned. The complaint of the coils premature and mechanical detachment inside the microcatheter is confirmed. While the root cause of the premature and mechanical detachment inside the microcatheter cannot be determined, there are contributing factors that may have led to this incident including the report that the coil was too big, per report ¿¿the coil was too big and it was pushed forward several times to try to fit in the aneurysm¿¿ the other contributing factor may have occurred during repositioning as the coil may have become temporarily anchored on itself or on the distal tip of the microcatheter. When the anchored coil was retracted for repositioning it may have had an unintended and mechanical detachment protruding out into the parent vessel. Furthermore, it was not stated if a one to one movement was observed during the procedure at this specific timeframe. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition without the return of the coil and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event of the coil¿s premature detachment was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. The damages to the coil and protrusion into the parent vessel cannot be confirmed as the product and photographic evidence were not provided. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization of an acute bleeding left sided 6 mm saccular aneurysm at the carotid-t artery the presidio ((B)(4)) was introduced as first coil however either detached or stretched and protruded into the parent vessel. An excelsior sl-10 microcatheter (details unknown) was used for the procedure. The coil was too big and it was pushed forward several times to try to fit in the aneurysm. Then the surgeon decided to pull out the coil. During this positioning sequence the coil either detached or stretched within the catheter. It was not seen under x-ray what exactly happened therefore the surgeon tried to remove the microcatheter together with the coil. This however failed and part of the coil was left in the aneurysm and the other part protruded into the carotid artery and pinned to the wall by using a solitaire ab stent (details unknown). No other coils were been introduced in the aneurysm. At the time of initial contact the delivery system of the coil was available for return. There was no reported patient impact. There was no reported delay to the procedure as a result of the issue. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. There were no kinks on the microcatheter that may have contributed to the event. It is unknown whether there was resistance when the coil was advanced/repositioned/withdrawn. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil & delivery tube was not verified with fluoro prior to repositioning. There was no flow restriction as a result.